Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device was returned due to a reported event of a failure to power up. The field complaint of no power was verified during final analysis. The visual inspection revealed no damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. The unit was plugged into a working ac electrical wall outlet and failed to turn on. After opening the ac power adapter several burnt components were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.